Event description:
Pump declared alarm 20 during pumping, which did not cause the customer's blood glucose level to exceed 500 mg/dl; there was no adverse impact reported. Customer planned to use multiple daily injections as backup therapy to ensure insulin delivery was not interrupted. Technical support arranged for a replacement pump and instructed the customer to put the faulty pump into storage mode before returning it via dpd delivery & collection.